Event description:
The stimulation stopped randomly during a short time (a few to 30 seconds long) then started again. It was not linked with position changes. The patient was charging her ins almost every day, which was not abnormal based on her settings. No cycles were programmed. The impedance measurements were within normal range. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
The impedance measurements were greater than 10,000 ohms when programmed with electrode (+). A different setting was found without using that electrode and the patient was fine.